Event description:
Treatment of an aneurysm. It was reported the coil could not be detached during procedure and was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device has been evaluated and the implant coil detached normal with an in-house detacher. (B)(4).